Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer reported that drive support cap appeared normal. Customer's blood glucose was 157 mg/dl. Customer was advised that insulin pump would need to be replaced.